Manufacturer narrative:
Event date is estimated. Implant date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4).

Event description:
Related manufacturer report number: 1627487-2023-00019. It was reported that the patient's ipg had reached end of life and the patient's lead had high impedances. The investigation did not determine which lead had high impedances. Surgical intervention was undertaken and the ipg and lead was explanted and replaced.

Manufacturer narrative:
The reported event of high lead impedances was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 27.25cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.